Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1, had a few failed pockets and would not recover. A field service engineer (fse) powered station down and disconnected the row-board connector from the drawer controller board. The connector was cleaned and the cable reconnected, after which the station was powered back on. Fse then launched the hardware testing application (hta) and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies in drawer off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.